Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-3350-4030 scope mount has broken off. Another device was used to complete the case. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3350-4030 serial/batch number (B)(6) was received for evaluation. Functional testing could not be conducted due to the damage to the device. A visual evaluation revealed that the scope adapter had broken off. The most likely cause for the reported failure is a user error mishandling the device.